Manufacturer narrative:
Carefusion sent a letter and email to the user facility seeking additional information concerning the reported event, the condition of the patient, and requesting a copy of the user facility biomed report for avea serial number (B)(4). As of (B)(4) 2013 there has been no response from the user facility. The user facility did not provide any patient or device codes on their user facility report. (B)(4). Based on the user facility medwatch report, the user facility biomedical engineer evaluated the device and was not able to duplicate the reported event. In addition, user facility reported no known patient impact or harm. The user facility has not requested to have the device evaluated by the manufacture carefusion. If material or additional information should be made available for investigation a follow up medwatch report will be submitted.

Event description:
.